Event description:
Reportable based on analysis completed on 31-mar-2015. It was reported that crossing difficulties were encountered. The 99% stenosed target lesion was located in the moderately calcified and moderately tortuous posterior tibial artery (pta). A 1.2mmx15mmx142cm fg coyote fc mr (emerge¿) balloon catheter was advanced for dilatation, however, the device was unable to cross the lesion. The device was completely removed from the patient and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good. However, returned device analysis revealed hypotube break. It was further reported the device was intact when it was removed from the patient and hypotube break occurred outside the patient's body after the procedure.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of the proximal portion of a coyote fc balloon catheter with an unidentified .038¿ guidewire. The balloon, tip, inner and outer shafts, bi-component weld/bonds, and catheter length were not able to be inspected; as the distal portion of the catheter was not returned for product analysis. Microscopic examination and tactile inspection revealed numerous kinks throughout the returned section of the hypotube. Microscopic examination also revealed a complete hypotube separation 64cm from the strain relief. The hypotube fracture surface was ovaled, which suggests the device was kinked prior to separation. Inspection of the remainder of the device, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).